Event description:
It was reported that the ilet would not power on while on the charging pad, and the on-device screen displayed ¿charge ilet now low battery therapy has stopped.¿ symptoms included therapy interruption due to depleted battery. Outcomes included temporary loss of insulin delivery that resolved after successful charging. Investigation included guided troubleshooting with outlet change, charger verification, and correct device placement on the pad, after which the charger indicated a green flash and the device powered on. Investigation of this case revealed a depleted battery condition with successful recovery following proper charging, consistent with low battery capacity and resolved user charging setup. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable power depletion with no device malfunction identified.